Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the twist clamp of a minicap transfer set cracked. This event occurred during use with patient involvement. The minicap transfer set was in use for about one week. The patient never used tweezers or alcoholic disinfectant during use. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
The device was received for evaluation and an evaluation is complete. A batch review was conducted and there were no deviations found related to the reported condition during the manufacture of this lot. A visual inspection was performed with the naked eye. A cracked/broken light blue main body was identified during visual inspection. Functional testing, which included leak testing, clear passage testing, and clamp function testing, was performed without noting any issues. The reported condition was verified. An assignable cause could not be determined. Should additional relevant information become available, a supplemental report will be submitted.